Manufacturer narrative:
Concomitant product: product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a problem with the patient programmer as they saw the screen with message out-of-regulation (oor) and the picture of a doctor. It was noted that it was possible to synchronize the programmer with the implantable neurostimulator (ins). It was noted that the health care professional (hcp) had checked the device with the clinician programmer and all the programs they had made had been deleted. It was noted that the doctor had programmed it again and it was working normally.